Event description:
It was stated that the customer passed away. Prior to her death, the customer had been hospitalized for hypoglycemia. The insulin pump was removed from the customer when she arrived at the hospital. The customer later went into cardiac arrest. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.